Manufacturer narrative:
The event occurred on an unreported date in (B)(6) 2019. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a polyflux 210h dialyzer had an external leakage at the header during treatment. There was patient involvement; however, no medical intervention reported. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection with the naked eye found a welding seam visible. A leak test of the dialysate side was performed and a crack in the welding zone was found. The reported condition was verified. The crack was determined to be caused by a pur (polyurethane) residual on the welding seam. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.